Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument's tip looked burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was observed prior to the case. The instrument was inspected and no used. No arcing was observed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have discoloration damage at the tips. A visual inspection was performed internal as well, which there was no damage found. The instrument moved with manual articulation with no issues. Root cause of the instrument discolored tips is attributed to a component failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage during use or reprocessing. Improper cleaning or sterilization techniques used in reprocessing can cause discoloration.

Event description:
Refer to h11 for follow-up information.